Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was trying to back out a viper cortical fix screw using the expedium driver and the tip of the screw driver sheared off inside the head of the screw. He then tried to use the expedium t20 driver and that sheared off as well. He then had to helicopter the screw out. During final tightening, the driver stripped. Patient consequence?: no.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed the distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.